Manufacturer narrative:
No patient injury nor patient information provided. The reported issue was discovered prior to use on a patient. Device was returned for evaluation. Device evaluation is anticipated, but has not begun. A product photo provided from the customer verified a y-connector solvent bond leak. Device manufacturing start date is 2/27/2017. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. New process improvement implemented (b)(3) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set..

Event description:
A hospital employee reported use of a 3m¿ ranger¿ high flow disposable set. The employee alleged that the warming unit leaked saline fluid at the at the luer connection area. A photo of the product was provided which reflected a y-connector solvent bond leak. The leak was discovered, during priming, prior to being used on a patient. The fluid was being warmed at 15-20 degrees celsius. A pressure infusor was being used at the time. No patient injury was alleged.